Event description:
It was reported the patient's device was end of life, and it is unknown when the patient last charged their device. The patient was not receiving therapy and it is unknown if the device depleted prematurely. Surgical intervention took place where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.